Manufacturer narrative:
There was no second infection. The infection and explant were reported in 6000034-2021-02447. This report is submitted on august 17 2021.

Manufacturer narrative:
This report is submitted on august 17, 2021.

Event description:
Per the surgeon, the patient experienced an infection at the implant site that was successfully treated with IV antibiotics. The implant remains in-situ.